Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) charging port is heated. The patient also states that the charging cord is deformed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.